Event description:
The report indicated that during a mvr procedure on a 45 year old male, high pressure was noted and the oxygenator was changed out. The procedure continued without further incident. Pt had no adverse effects.